Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml gablofen at a dose of 300 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that the catheter was broken in two after an all-terrain vehicle (atv) accident where he broke ribs. The cause of the catheter being broken was thought to be the fall from the atv accident. A new catheter was placed and the old catheter explanted on (B)(6) 2016. There were no diagnostics or troubleshooting performed. It was reported that during a routine pump replacement; the catheter in the pump pocket was broken in two pieces. There was no cerebrospinal fluid (csf) coming back on the spinal segment. The issue was resolved at the time of the report and the patient status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.